Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 95 mg/dl. The current sensor glucose value is 54. The sensor glucose and blood glucose is not within acceptable range. The customer did also have a threshold suspend with sensor glucose versus blood glucose. Customer's blood glucose at time of incident was 95 mg/dl. The customer was explained the alarm and advised to select suspend or restart basal. The customer sensor value is 54 and suspend threshold limit is 60. The customer was explained the differences between sensor glucose versus blood glucose.